Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that per medical records (B)(6) 2004 patient presented with chronic low back and bilateral lower extremity pain, right greater than left, lumbar ddd and disc bulging at l3-s1, central disk protrusion at l4-s1, lumbar neuroforaminal stenosis and lumbar facet arthropathy. Patient underwent left-sided l4-5 and l5-s1 transforaminal epidural steroid injections. (B)(6) 2004 patient presented with chronic low back and bilateral lower extremity pain, right greater than left, lumbar ddd and disc bulging at l3-s1, central disk protrusion at l4-s1, lumbar neuroforaminal stenosis and lumbar facet arthropathy. Patient underwent right-sided l4-5 and l5-s1 transforaminal epidural steroid injections. (B)(6) 2007 patient underwent CT of lumbar spine. Impression: 1. Moderate to high grade bilateral foraminal stenosis at l4-l5 and l5-s1. 2. Posterior disc bulges noted at l2-l3, l3-l4, and l4-l5, without significant central canal stenosis. (B)(6) 2007 patient presented for follow up. Per physician¿s notes, ¿pre-op symptoms of bilateral thigh and calf pain and weakness, now resolved improved. No incontinence. Low back pain is much improved. He is a little tender over the left greater trochanter and he says that he cannot sleep on that side. He continues to complain of left leg pain in the l5 nerve root distribution.¿ (B)(6) 2007, patient presented for pre-op for l5-s1 hardware removal revision laminectomy. (B)(6) 2007 the patient presented with lumbar foraminal stenosis left l5/s1, painful spinal instrumentation . The patient underwent l4, l5 laminotomy and removal of hardware l5-s1, laminectomy with bilateral foraminotomies and complete decompression of the exiting l5 and traversing s1 nerves. There were no noted complications patient discharged on (B)(6) 2007. (B)(6) 2007 patient presented for follow-up 11 months post-op from hardware removal 12 weeks ago. CT from (B)(6) 2006 showed multilevel degenerative disc disease. The interbody fusion looks good. The cage is in anterior position. There is some bone formation posterior to the pll abutting against the l5 nerve root, most likely from bmp leakage

Event description:
It was reported that on (B)(6) 2004, patient presented with chronic low back and bilateral lower extremity pain, right greater than left, lumbar ddd and disc bulging at l3-s1, central disk protrusion at l4-s1, lumbar neuroforaminal stenosis and lumbar facet arthropathy. Patient underwent left-sided l4-5 and l5-s1 transforaminal epidural steroid injections. On (B)(6) 2004, patient presented with chronic low back and bilateral lower extremity pain, right greater than left, lumbar ddd and disc bulging at l3-s1, central disk protrusion at l4-s1, lumbar neuroforaminal stenosis and lumbar facet arthropathy. Patient underwent right-sided l4-5 and l5-s1 transforaminal epidural steroid injections. On (B)(6) 2006, patient presented with long history of low back pain. Discogram indicated ¿concordant pain at l5/s1. There was no concordant pain at three control levels.¿ on (B)(6) 2006, patient presented for pre-op physical . On (B)(6) 2006, the patient presented with a history of radicular lower back pain as well as degenerative disc disease. The patient underwent l5-s1 tlif using rhbmp-2/acs, abbot pedicle screw instrumentation, and a depuy saber cage. There were no noted complications. Patient was discharged on (B)(6) 2006. On (B)(6) 2006, patient presented for follow up. Per physician¿s notes, ¿pre-op symptoms of bilateral thigh and calf pain and weakness, now resolved improved. No incontinence. Low back pain is much improved. He is a little tender over the left greater trochanter and he says that he cannot sleep on that side.¿ on (B)(6) 2006, patient presented for follow up. Per physician¿s notes, ¿pre-op symptoms of bilateral thigh and calf pain and weakness, now resolved improved. No incontinence. Low back pain is much improved. He is a little tender over the left greater trochanter and he says that he cannot sleep on that side¿ his dysesthesias have resolved and his low back pain is significantly improved.¿ on (B)(6) 2006, MRI of the lumbar spine indicated ¿ multilevel degenerative disc disease. In addition, there is evidence of central and foraminal stenosis at l3/4 where there is right l3/4 paracentral hnp affecting the exiting l3 nerve root. There is some mild fibrosis at l5/s1 in the neuroforamina.¿ on (B)(6) 2006, patient presented for follow up. Per physician¿s notes, ¿pre-op symptoms of bilateral thigh and calf pain and weakness, now resolved improved. No incontinence. Low back pain is much improved. He is a little tender over the left greater trochanter and he says that he cannot sleep on that side. He continues to complain of left leg pain in the l5 nerve root distribution.¿ lumbar MRI from on (B)(6) 2006, reviewed. On (B)(6) 2006, lumbar CT indicated ¿multilevel degenerative disc disease. The interbody fusion looks good. The cage is in anterior position. There is some bone formation posterior to the pll abutting against the l5 nerve root¿¿ on (B)(6) 2007, patient presented for follow up. Per physician¿s notes, ¿pre-op symptoms of bilateral thigh and calf pain and weakness, now resolved improved. No incontinence. Low back pain is much improved. He is a little tender over the left greater trochanter and he says that he cannot sleep on that side. He continues to complain of left leg pain in the l5 nerve root distribution.¿ on (B)(6) 2007, the patient presented with lumbar foraminal stenosis left l5/s1, painful spinal instrumentation . The patient underwent l4, l5 laminotomy and removal of hardware l5-s1, laminectomy with bilateral foraminotomies and complete decompression of the exiting l5 and traversing s1 nerves. There were no noted complications. Patient discharged on (B)(6) 2007. On (B)(6) 200,7 patient presented for follow up with complaints of some continued back pain. X-rays indicated ¿mild loss of lumbar lordosis, no obvious deformity of fractures. There is evidence of multilevel spondylotic changes. There is no evidence of instability.¿ on (B)(6) 2007, patient presented for follow up. Tfnb helped for approximately 1 week. Patient continues to have pain in the right leg in the l5 nerve root distribution. Lumbar CT from on (B)(6) 2006, reviewed. On (B)(6) 2007, patient presented for evaluation secondary to chronic low back pain. Per the physician¿s notes, ¿decreased range of motion in flexion and extension in lateral motion on the lumbosacral spine with point tenderness throughout l2-3, l3-l4, l4-l5.¿ on (B)(6) 2007, patient presented for 6 month post-op follow up. Patient reports no problems with the incision, but continues to have some pain in the l5 nerve distribution. CT of the lumbar spine indicated ¿moderate to high grade bilateral foraminal stenosis at l4-5 and l5-s1. Posterior disc bulges noted at l2-l3, l3-l4, and l4-l5 without significant central canal stenosis.¿ on (B)(6) 2008, patient presented for an office visit with complaints of acute chronic low back pain. No radicular symptoms at this point appreciated by the patient. On (B)(6) 2008, patient presented with complaints of discogenic and radicular pain. Muscle spasms were also reported. Patient reports becoming more and more depressed. On (B)(6) 2008, the patient presented with complaints of bilateral leg pain in the posterior thigh, calf, and anterolateral thigh and calf. Patient underwent l4-5 and l5-s1 transforaminal epidural steroid injection. On (B)(6) 2008, patient presented with chronic low back pain, discogenic syndrome and depression. Physician noted chronic narcotic use. On (B)(6) 2008, the patient presented with complaints of bilateral leg pain in the posterior thigh, calf, and anterolateral thigh and calf. Patient was diagnosed with low back pain, degenerative disc disease and spondylosis. The patient underwent an l3/4 right transforaminal epidural steroid injection. Patient was sent to physical therapy for stretching and strengthening. On (B)(6) 2008, patient presented for smoking cessation evaluation. On (B)(6) 2008, patient presented with chronic low back pain. On (B)(6) 2009, patient presented for evaluation for chronic narcotic medication refill for chronic low back pain. On (B)(6) 2009, patient presented for evaluation for persistent low back pain. Patient is currently taking morphine 120 tid, but notes that he continues to have breakthrough symptoms all day. On (B)(6) 2010, patient presented for renewal of medications. Per the physician¿s notes, the patient continues to have increased discomfort. On (B)(6) 2010, patient presented for evaluation secondary to a positive drug screening test, point positive for marijuana. Patient signed a pain contract, and stated he would not take marijuana anymore. On (B)(6) 2011, patient presented for follow up with chronic low back pain. Per physician¿s notes, ¿I¿m not going to increase his morphine does, this point he currently is taking up to 450 mg a day¿¿ on (B)(6) 2012, patient presented for evaluation. Physician ordered urine toxicology. On (B)(6) 2013, patient presented for evaluation. Patient reports continuing to have significant pain. Pt referred for second opinion.